Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a corneal transplant procedure, the surgeon noticed that the patient's lens was opacified with pigmented deposits in the center of the lens. The lens was explanted and replaced with another unspecified lens. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined. However, it is possible that patient-related factors may have caused or contributed to the event.